Event description:
It was reported that the t handle did not "unlock" in order to get something to connect with it. It was stuck in the locked position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. According to the information provided: "it was reported that the t handle does not "unlock" in order to get something to connect with it. It was stuck in the locked position". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs of usage on its overall surface. No other cosmetic anomaly was identified on the device surface. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed inspecting the device retrieval mechanism. Test revealed the female hudson end collar's mechanism jammed and not able to be retrieved nor lock as intended. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as a failure in the internal mechanism/subcomponents (pin, ball bearings and/or spring) of the device; organic residues or a galling condition lodged in the device mechanism; or by lack of lubrication on the device moving parts/subcomponents. Properly handling and attention to the approved use of the device diminishes the risk of failure. Please refer to the instruction for use (IFU-0902-00-836) for the proper cleaning and maintenance process. The overall complaint was confirmed as the observed condition of the excel t-handle would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.